Event description:
The reason for call was patient (pt) reporting that the implantable neurostimulator (ins) and lead was removed 2 weeks ago yesterday. Pt stated the implant 'never was right', never helped, and never offered any pain relief. Pt also stated they had another paddle sent to them even though they did not think there was an issue with it. Pt stated they were always having issues charging the ins in their body and could never charge it. Pt stated they could not sit down or walk with the paddle. Pt had the same issues with the replacement paddle. Agent reviewed information and sent request to repair for fedex return labels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the device was removed in (B)(6) 2025. The device was discarded.